Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's ipg is inoperable. It is unknown if patient stopped charging their ipg. Surgical intervention may take place at a late date to address the issue.